Event description:
Per customer complaint: it ended up in two pieces and he would like to know what we can do if we can replace it for her or how to go about doing that. Simply call back and leave a message. Customer complaints received a call from a pharmacy in canada where the consumer had attempted to return a guard for delamination. Request for replacement initiated.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.